Manufacturer narrative:
Findings: pump received with cracked reservoir tube lip, cracked case near display window corners, minor scratches on display window, and cracked/bleeding lcd glass noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 200 mg/dl. The customer stated that there are 2 crazy lines above the button. The customer stated that there is a scratch or crack on the screen. The customer stated she has dropped every pump she has ever had. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.